Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had crack on the optic. This was only noticed after the lens was implanted into the eye. Surgeon decided to leave the lens inside the eye because the defect was outside of visual axis.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. An attached photo show a computer screen of what appears to be the in the eye. There is a small dark shadow on the optic. This cannot be confirm to be lens damage from the photo provided. The manufacturer internal reference number is: (B)(4).